Event description:
It was reported that during a pelvis procedure the writing on the box stated that the device was broken. A second device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Damaged yoke teeth. The analysis results found that the device was received with no cartridge reload present and the clamping mechanism damaged. No functional test could be performed due to the condition of the device.the device was disassembled to verify the condition of the internal components and the yoke teeth were found broken.while no conclusion could be reach on what cause the clamping mechanism to fail, it is possible that the device was fired on thicker tissue than indicated or attempted to fired through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch record was reviewed and no anomalies were noted during the manufacturing process.